Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the physician believed the cause of the capture and impedance problems to be exit block, and not a lead issue. The lead was explanted and replaced. The patient was in stable condition following the procedure.

Event description:
It was reported that during a routine follow-up increases in capture threshold and pacing lead impedance were noted. The lead will be reevaluated at a later follow-up, and remains implanted.

Manufacturer narrative:
A partial lead with the distal tip measuring 44.4cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.